Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing overnight low blood glucose (bg) ranging from 40-60 (mg/dl). Reportedly, the customer attributed the cause of bg to the overnight basal rate settings being set too high. Juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding adjusting the settings.